Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited oversensing of noise resulting in brief pacing inhibition and inappropriate automatic mode switch episodes. No intervention was performed. The patient was in stable condition.